Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to medtech orthopaedics, however photos and video were provided for review. The video investigation of " unk - screwdrivers: shafts: trauma" revealed that the screwdriver shaft did not assemble in the adapter. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the unk - screwdrivers: shafts: trauma would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported during the planned compact foot extraction, the screwdriver shaft did not anchor in the adapter and someone else had to be brought in to continue the extraction. The procedure was successfully completed.